Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replace backup battery and low voltage alarms while connected to the mobile power unit (mpu) serial: (B)(6) was confirmed via submitted log files. Log files revealed the following. While on wall power, on 11apr2025, at 15:37:30, power cable disconnect and low power hazard alarms activate associated with a drop in both relative state of charge (rsoc) and bus voltages. Both the rsoc and bus voltages continue to drop simultaneously consistent with an interruption to external power. At 15:37:32, an emergency backup battery fault alarm activates due to a emergency backup battery in use fault. During this interruption of external power, the emergency backup battery functioned as intended and provided power to the system eliciting this alarm per design. A no external power alarm activates at 15:37:34, also consistent with an interruption to external power. All alarms clear by 15:37:37, once external power is restored to the system. Similarly, power cable disconnect and low power hazard alarms activate on 11apr2025, 16:58:06, due to both the rsoc and bus voltages dropping below alarming thresholds, consistent with an interruption to external power. These alarms clear by 16:58:09. During this interruption the emergency backup battery functioned as intended and supported the system. This sequence of events occurs once again on 12apr2025, when power cable disconnect and low power hazard alarms activate at 20:06:58 and clear by 20:07:01. The emergency backup battery functioned as intended and supported the system without issue. The pump maintained a speed within the expected range throughout the reviewed duration. No other notable alarms were observed. The mpu was not returned for analysis. Provided information provided communicated that the patient unintentionally pulled out the mpu from the wall causing the mpu ac power cord to become disconnected from the wall outlet. Additionally, per provided information the mpu remains in use and the mpu had a v-lock connector. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the emergency backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a replace backup battery (bb) alert on 11apr2025, but there were no current alarms. Log file review revealed low power hazard events and other associated alarm types on 11apr2025 and 12apr2025 caused by power to the mobile power unit (mpu) being briefly interrupted.. This was also the cause of the reported replace bb fault. The cause of the low power hazard event and replace bb alarm was found to be the mpu being pulled out of the wall unintentionally. The mpu was noted to have a v-lock connector. The mpu remained in use.